Event description:
The patient's wife reported that the patient was diagnosed with "cluster headache". The patient needs to take the unspecified medicine which is very strong and makes him fall asleep. The doctor prescribed oxygen therapy to relieve pain. According to doctor's instruction, "apria healthcare" delivered an oxygen tank (60lb) to the patient's house on (B)(6) 2015. When the pt used for the first time, oxygen smelt funny. The pt checked the oxygen tank and the expiration date was 02/11/2006. The oxygen tank is very big; the pt cannot take it to work. He needs a portable one. Pt contacted apria healthcare and they said "they need doctor's instruction". Pt contacted doctor's office in (B)(6) to send new prescription to the facility and dr did. Apria healthcare said they did not receive anything from the dr. The pt contacted the dr again in (B)(6) 2015 for the prescription. Apria stated they do not receive any instruction from dr's office and refuse to pick up the oxygen tank from the pt's house. Pt was charged $(B)(6) a month for the oxygen tank that he never use. The oxygen tank is still at the pt's house. Pt still dealing with the headache without oxygen therapy.